Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured january 27, 2016 ¿ january 28, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into the over pouch. This occurred before use of the device. The device was filled with 4728 mg of fluorouracil in 0.9% sodium chloride. The device was stored at room temperature. There was no patient involvement. No additional information is available.